Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the pt had healed well from the suture removal procedures. The pt remains implanted. This is the final report.

Event description:
It was reported that surgery was performed to remove some of the extruding tie down sutures that were used during implant surgery. The pr reportedly rubs the head against the carpet, which may have caused the sutures to extrude. Bacteria cultures were taken. The pt did not have any infections.